Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus would not align with the cursor on the screen. The connection between the overlay and printed circuit board (pcb) required a reseating. It was also indicated that there were software errors in the logs and that the handle covers were broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display would not calibrate. It was further reported that the programmer was rebooting persistently. The programmer was returned for service. There was no patient involvement.